Event description:
It was reported the "needle hub was found separated prior to the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing an 18 ga introducer needle, 3-l catheter, ars, swg assembly, dilator, and catheter/needle assembly for analysis. Visual analysis revealed one crack in the 18 ga needle hub that did not completely go through the hub thickness. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to the ars syringe to functionally test. Since the crack in the hub did not go through the entire thickness of the hub, the syringe/needle assembly was able to draw and aspirate water with no issues. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The reported complaint of a cracked needle hub was confirmed by a complaint investigation on the returned sample. The hub of the introducer needle contained one crack. A device history record review was performed, and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the "needle hub was found separated prior to the patient". No patient involvement.

Manufacturer narrative:
(B)(4).